Event description:
It was reported by the customer that a pyxis medstation es system had a door failure. A customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the door hasp was falling off. A field service engineer reinstalled door hasp and replaced latch mini switches. The system functioned as intended after the field service engineer repaired the device.